Event description:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was damaged and could not enter the sheath. There was no reported patient injury. The device was being used for hemostasis in a transfemoral carotid artery (tfca) procedure using a retrograde approach. The device was stored and opened as per the instructions for use (IFU). The device was removed from the package according to the IFU. There was no damages to the packaging or device. The sheath was not kinked/bent upon removal. The device storage temperature did not exceed 25 degrees c. The physician achieved certification on the use of the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees)of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was a little vessel tortuosity. There was no pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by use of another mynx device. The device will be returned for evaluation. Addendum: the sealant is pushed towards the proximal section. The sealant sleeve assembly present a severe outward kinked condition and was exposed to blood. Analysis images demonstrate the sealant is exposed.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was damaged and could not enter the sheath. Hemostasis was achieved by use of another mynx device. There was no reported patient injury. The device was being used for hemostasis in a transfemoral carotid artery (tfca) procedure using a retrograde approach. The device was stored and opened as per the instructions for use (IFU). The device was removed from the package according to the IFU. There were no damages to the packaging or device. The sheath was not kinked/bent upon removal. The device storage temperature did not exceed 25 degrees c. The physician achieved certification on the use of the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was a little vessel tortuosity. There was no pvd / calcium in the vicinity of the puncture site. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. The unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. Neither the syringe nor the procedural sheath, were returned for analysis. The stopcock was set in the open position. The sealant is saturated with blood, pushed towards the proximal section. The sealant sleeve assembly present a severe outward kinked condition, exposing the sealant. The atraumatic tip does not present any damages or anomalies. No other outstanding details were observed. Per dimensional analysis, the slit length on the outer sleeve was not verified due to the severe outward kinked condition of the sealant sleeve assembly. The catheter¿s usable length was measured, and the result was found to be within specification. Per microscopic analysis, the sealant area and the atraumatic tip section was inspected with a vision system to obtain a magnified image, and it was observed that the sealant sleeve presented a severe outward kinked condition. The sealant is exposed and moved from the manufactured position towards the proximal section. The product history record (phr) review of lot f2220004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) may have contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.